Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The pump and catheter pump connector were returned on (B)(6) 2016. It was noted that the pump was put into "stop pump" mode to prevent alarming until explant occurred. The hcp also noticed that the catheter pump connector was blocked. No rotor or dye studies were performed and the patient recovered without sequela.

Manufacturer narrative:
Device code (B)(4) was inadvertantly omitted from the previous report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Analysis of the pump on 2016-oct-27 revealed high battery resistance. The pump logs revealed multiple resets and low battery resets occurred on (B)(6) 2016. A partial catheter was returned to the manufacturer. Analysis of the partial catheter on 2016-oct-27 revealed no significant anomaly; dried drug, blood, or foreign material occlusion was noted regarding the pump connector. The previously applied results code 1023 no longer applies.

Event description:
Additional information was received from a manufacturer representative. A pump replacement was scheduled for (B)(6) 2016. They were unable to determine a cause for the low battery and replacement was recommended. The initial reporter was a healthcare provider (hcp).

Manufacturer narrative:
The previously applied (B)(4) regarding the pump no longer applies and was replaced with (B)(4) in this report. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal clonidine 500 mcg/ml at 196.6mcg/day and dilaudid 45 mg/ml at 17.7mg/day. The indications for use were non-malignant pain and failed back syndrome - other. It was reported that an alarm was heard/confirmed by telemetry. A critical alarm was occurring. An alarm was heard "1-2 weeks ago" (from (B)(6) 2016). Pump logs were checked. Low battery reset, reset, safe state occurred. The patient went to the doctor suspecting that she had the flu. The patient had reported sweating, shaking, and inability to sleep. This was a sudden change in therapy/symptoms. The manufacturing representative was going to follow up with the health care provider (hcp). The logs were full of resets from (B)(6) 2016. Nothing from the last refill date showed up. The manufacturing representative was unable to determine when the reset occurred.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.